Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on user synced glucose data on data management system (dms) which is a cloud platform for eversense system. Based on the investigation, there was a temporary sensor inaccuracy observed during the reported event on (B)(6). However, the system displayed good agreement between the fingerstick measurement entries and sensor readings following the event on (B)(6) and the overall system review did not show any further system malfunction.

Event description:
Senseonics was made aware of an instance where patient experienced two hyperglycemia events, one on (B)(6). Sensor reading were 131 mg/dl and 152 mg/dl respectively and blood glucose meter readings were 46 mg/dl and 40 mg/dl respectively. Patient complained that alerts were not received. However, patient did not require medical attention.